Event description:
It was reported that undersensing was observed via remote transmission. Review of the session record confirmed the intermittent undersensing. Programming changes were made. The patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.